Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis. Reportedly, after deployment was completed successfully and during the withdrawal of the catheter into the sheath, it got stuck and physician pulled a bit hard leading to the olive tip separating and breaking inside the patient. The olive tip was retrieved by snaring over the guidewire. There were no issues with the sheath and no harm or injury occurred to patient as result of the breakage with procedure ending well.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Correction on h6: updated investigation conclusions.

Manufacturer narrative:
Added g3/g4, h1/h2, h3, and h6. Engineering evaluation summary: the device evaluation performed by engineering showed the following: the device was returned with the leading tip detached from the proximal end of the catheter. The failure was identified to be where the leading tip meets the inner member of the device. There is evidence of transference of material between the inner member and the leading tip of the device indicating the device was exposed to a heating cycle. Based on the findings from the evaluation the reported leading tip detachment was confirmed. The root cause of leading tip detachment for the returned device cannot be confirmed with the available information.